Event description:
It was reported that the preloaded intraocular lens (iol) was received with the outer shipping box and the inner lens box damaged. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, the medical device problem code: 1069- dc-lens damaged reported in the initial report does not apply and is no longer applicable and the event is no longer considered reportable. Hence a correction report would be submitted for us with aware date being 12/18/2024, the date of reassessment. Therefore, no further information will be submitted under medwatch 3012236936-2024-0002868. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.